Event description:
Baxter germany reported "hair cracks on the twist clamp" of the transfer set. This was noted during use with no leak, pt injury or medical intervention reported by the complaint coordinator.